Manufacturer narrative:
The device was manufactured from july 10, 2019 - july 12, 2019. The actual device was received for evaluation. Visual inspection was performed and a ruptured bladder was identified. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The cause of the condition could not been determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The device was being filled with fluorouracil (5-fu) and sodium chloride (nacl). There was no patient involvement. No additional information is available.